Manufacturer narrative:
The device evaluation report has been completed and the customer complaint was confirmed in the logs.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was impacted.